Manufacturer narrative:
(B)(4). According to the complainant, the stent delivery system has been disposed, the stent remains implanted and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ tracheobronchial stent was implanted to treat a malignant obstruction during a bronchoscopy with insertion of tracheobronchial stent placement performed on (B)(6) 2016. According to the complainant, during the procedure, there was a difficulty deploying the stent when pulling on the release suture and the delivery system bowed. The stent was deployed proximally to the desired location. The physician repositioned the stent successfully and completed the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.